Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The kink was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported kink.

Event description:
Subsequent to filing the initial medwatch report, the following information was received: the shaft was kinked and not broken. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, while still in the dispenser coil prior to removal of the protective sheath, the proximal shaft of the 3.5 x 20 mm trek balloon dilatation catheter was observed to be separated, near the hub. The separated shaft occurred outside the patient anatomy and the device was not used inside the patient anatomy. The procedure was completed with another balloon and drug eluting stent. There was no reported clinically significant delay in the procedure. There was no patient involvement. No additional information was provided.